Event description:
On (B)(6) 2012, consumer stated their sonicare fractured their tooth.

Manufacturer narrative:
On (B)(6) 2012, consumer stated that their dentist gave the following description: incisal fracture of the adamantine on tooth number 21. On (B)(4) 2012 received unit and brought to quality lab for eval. On (B)(4) 2012 failure analysis report states that the unit was received in good condition. Brush head appears normal with well rounded bristle tips. Specification testing was conducted and both handle and brush head meet all specifications. Using proper brushing technique as described in the directions for use, would not create enough force to crack or fracture a sound tooth.